Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of p-waves on the right ventricular (rv) channel one day post implant, causing inappropriate ventricular tachycardia (vt)/ventricular fibrillation (vf) counters and an unknown duration of pacing inhibition. Additionally, the patient was having a lot of atrial ectopic beats. Tachycardia therapy was temporarily programmed off and technical services (ts) was contacted for assistance. Ts discussed the potential of the lead position/placement being a factor if the shock coil is close to the atrium, or if the lead moved from the original implant position. Ts discussed the option of reviewing the lead position on x-ray, repositioning the lead or reprogramming sensitivity. The physician opted to reprogram sensitivity, program tachycardia therapy back on and continue monitoring. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.